Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient wasn't getting adequate pain relief on the left side. The cause was undetermined. The patient was met for reprogramming and the issue was resolved. The patient was told to contact the rep if they needed further assistance. Additional information received from a hcp via a manufacturer representative (rep). It was reported that on (B)(6) 2020 the scs system was explanted due to the patient not being satisfied with pain relief. The devices were discarded. The cause could not be determined. One lead remained implanted and connected to a different manufacturer's ins. The issue was said to resolve.